Manufacturer narrative:
The catheter was returned and evaluated. Breakage was confirmed at the oval disc of the silicone extension of the catheters. Jagged edges were noted at the breakage site. A possible cause of the breakage could be related to excessive tensile/pulling force that could be related to patient activity, catheter securement techniques, or the advancement or removal of a catheter despite resistance. First PICC catheters are 100% in-process inspected at various times during manufacture. Catheters are also leak, flow, and burst tested to ensure their integrity. Additionally, the instructions for use indicate several ways users can prevent catheter damage.

Event description:
The 1.9fr. PICC snapped at hub of the device. Unable to gain subsequent piv access. Infant went to operating room (or) for broviac placement.